Event description:
(B)(4) clinical study. Same patient as MDR ID# 2134265-2013-00411. It was reported that post coronary stenting treatment procedure, in-stent restenosis, diaphoresis, target vessel reintervention, and myocardial infarction occurred. In (B)(6) 2010, the subject was diagnosed with stable angina (ccs class: unknown). Cardiac catheterization was recommended which revealed a 70% stenosed lesion located in the mid right coronary artery (rca). The lesion was 10 mm long with a reference vessel diameter of 3.0 mm and treated with direct stent placement using a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. During the index procedure, just prior to deploying the 3.00 x 12 mm taxus liberte stent, the subject experienced supra ventricular tachycardia (svt) which was treated with lopressor.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).